Manufacturer narrative:
The ck reagent lot is 538704, the calcium reagent lot is 538707, and the phos2 reagent lot is 538697. The field service engineer (fse) performed flow path decontamination, replaced the heat cut filter and various syringe seals, adjusted the gear pump pressure, and confirmed the cleaning water volume. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2, phos2, and creatine kinase (ck) results for 3 patient samples on a cobas 8000 c702 module. Sample 1 had an initial phos2 result of 21.4 mg/dl. The repeat result was 2.8 mg/dl. Sample 2 had an initial calcium result of 23.13 mg/dl with flag. The repeat result was 10.67 mg/dl. Sample 3 had an initial ck result of 303 u/l with flag. The repeat result was 60 u/l.